Event description:
The manufacturer's representative reported patient was feeling "high" and "dizzy" 20 minutes after pump refill. At refill, dilaudid concentration and dosage changes were made; a bridge bolus was not programmed which would have resulted in underdose since concentration was increased. The nurse reported that the patient returned to the clinic shortly after due to the above mentioned symptoms, as well as, experiencing sweatiness and clamminess. The pump reservoir was aspirated by the physician and no volume discrepancies were noted. The physician lowered the pump dose, and prescribed narcan. Patient has type 1 diabetes and an insulin pump, blood sugar was checked and was 244. The patient was taken to hospital by ambulance and was admitted for observation. The patient was discharged the following a.m. And has been seen in follow-up on two occasions. The drug dose was increased slightly in 2006 due to unspecified "withdrawal symptoms". The patient has not reported any additional symptoms to the hcp as of the date of this report.